Manufacturer narrative:
(B)(4). Conclusion statement for no device return: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lv lead was found dislodged, so the lead was repositioned. Patient is doing well.